Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The issue occurred in (B)(6). (B)(4). The sorin group field service representative was performing preventive maintenance and found the magnet was missing from the pump cover. There was no patient involvement. To resolve the issue, a replacement pump cover has been provided to the customer. No product was returned to sorin group (B)(4) for investigation. This issue is a known issue and is addressed by (B)(4). A review of the DHR could not identify any concessions, deviations or nonconformities relevant to the reported failure. A CAPA (B)(4) has been opened to address this issue and change order (B)(4) to change the mold has already been implemented as a correction.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The issue occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The sorin group field service representative was performing preventive maintenance and found the magnet was missing from the pump cover. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
The sorin group field service representative was performing preventive maintenance and found the magnet was missing from the pump cover. There was no pt involvement.